Manufacturer narrative:
Findings: unit received with unresponsive esc buttons due to corroded keypad traces. Unable to perform error test due to keypad anomaly. No unexpected audio alarms were noted. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window. Traces of moisture were found at the lcd and mother board per visual inspection.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer stated that there was a constant tone form the device and would not function correctly. The customer's blood glucose level was 52 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.